Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA inner shield was difficult to attach. The following information was provided by the initial reporter: material no: 320122, batch no: 9025794, unknown (reported (B)(4)). It was reported that the consumer pricked himself several time due to the inner shield being difficult to re-align with the needles. Also, a little bubble of blood forms and the inner shield looks like it doesn't have a base. Consumer reported receiving two boxes of pen needles. Stated he pricked himself multiple times due to the inner shield being hard to re-align with the needle after injections. Stated he gets a little bubble of blood and then he cleans it and it dries. Stated the inner shield also looks like it doesn't have a base. No medical attention received. Advised consumer it is not recommended to re-shield the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary : customer returned (8) used 32gx4mm bd pen needles from lot# 9025794. Consumer reported he pricked himself multiple times due to the inner shield being hard to re-align with the needle after injections. All 8 returned pen needles were examined, and all 8 were observed to have cannula shields and outer covers properly attached ¿ all cannula shields and outer covers were able to be removed properly. No evidence of manufacturing defect was observed. As per IFU, this product is a single use device and should be properly disposed of after use. Since no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Consumer reported he gets a little bubble of blood and then he cleans it and it dries after sticking himself due to difficulties when re-shielding the pen needle. All 8 returned pen needles were examined, and all 8 were observed to have cannula shields and outer covers properly attached ¿ all cannula shields and outer covers were able to be removed properly. No evidence of manufacturing defect was observed. As per IFU, this product is a single use device and should be properly disposed of after use. Since no defects were observed, the alleged issue could not be confirmed. Bd was not able to duplicate or confirm the customer¿s indicated failure h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9025794, medical device expiration date: 2024-02-29, device manufacture date: 2019-04-02. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA inner shield was difficult to attach. The following information was provided by the initial reporter: material no: 320122 batch no: 9025794, unknown (reported 9352101) it was reported that the consumer pricked himself several time due to the inner shield being difficult to re-align with the needles. Also, a little bubble of blood forms and the inner shield looks like it doesn't have a base. Consumer reported receiving two boxes of pen needles. Stated he pricked himself multiple times due to the inner shield being hard to re-align with the needle after injections. Stated he gets a little bubble of blood and then he cleans it and it dries. Stated the inner shield also looks like it doesn't have a base. No medical attention received. Advised consumer it is not recommended to re-shield the needle.